Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the barcode scanner failure. A field service engineer replaced cable and resume testing. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system barcode scanner not recognized to multiple meds. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.